Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the helix difficulty allegation was confirmed. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix was retracted during repositioning of the lead and then helix would extend after repositioning. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix was retracted during repositioning of the lead and then helix would extend after repositioning. The lead was never in service. No adverse patient effects were reported.